Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's programmer screen display had the "call your doctor" icon and was in a power on test (por) condition. The patient had not used the programmer for some time. The patient went to use it prior to traveling and noticed the screens. The patient changed the batteries, which then produced the por screen. The reporter was unaware if the patient had a recent medical procedure and did not know which device was affected. The patient was not in the clinic with the reporter at the time of the call. Additional information was requested. See also MFR # 3004209178201101077.